Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned device. The reported stent dislodgement and stent separation were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a target lesion in the heavily calcified right coronary artery. One unspecified xience sierra stent was implanted without issue. A second 2.50x08mm xience sierra was advanced; however, due to the patient anatomy, the stent delivery system was unable to cross. It is unsure if the device was trying to cross through the previously implanted stent. The device was pulled back to be removed and the stent dislodged in the aorta. The dislodged stent was able to be snared and pulled back to the radial artery; however, the stent fractured, in two pieces. A portion of the fractured stent was able to be removed from the patient anatomy; however, a portion remained in the radial artery. At this time, it is unknown if the separated portion was removed or if it remains in the anatomy. The patient was in stable condition at the end of the procedure. No additional information was provided.